Manufacturer narrative:
Zoll has not yet received the coolgard in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the start up preparation for patient use , the coolgard exhibited mid:26 ( low battery ) error message. The coolgard was replaced to continue the treatment. No patient harm or consequence reported on this event.